Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 120mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.